Event description:
On (B)(6) 2022 index surgery to fix scoliosis a 7x40mm uni screw was placed at the left l3 liv on (B)(6) 2023 follow up in clinic - no issues on b)(6) 2023 6 month follow up in clinic - no issues on (B)(6) 2023 1 year follow up in clinic - screw slid/translated down over the rod resulting in mal alignment of the spine - screw got stuck there and could not be correct with bending on (B)(6) 2024 - revision - removed 7x40 uni - replaced by 8x45 poly screw. During revision set screw did not appear to back out - somehow the screw slide distal